Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation papers allege patient began to experience severe pain in her hip after surgery. Doi: (B)(6) 2008 - no reported revision. Update: 9/24/2013 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. The additional litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The products have been updated and follow-ups created. Update: 11/20/2014 - pfs and medical records received. This complaint is from the right hip. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ion levels (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).